Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Cause of elevated bg and bg value not provided. It was reported that the customer was hospitalized with potential diabetic ketoacidosis (dka). Multiple follow attempts were made by tandem customer technical support (cts) to acquire additional information, however, no response was received.